Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a total hip replacement two weeks ago. Dr. (B)(6) received a call from the rehab center in regards to the wound. After examining the patient he determined the wound appeared to be oozing serosanguineous fluid and possibly pus. He decided to take the patient back to surgery for a washout and debridement. He mentioned there might be a small chance of swapping out the articulating components. Upon taking the patient back to surgery, initial swabs and fluid were sent back to pathology for a gram stain: a stat white cell count per high powered field was ordered. While waiting for the pathology report, he decided to go ahead and swap out the articulating components even though there was no evidence of compromise. He mentioned he would do this to be sure he took the proper steps to prevent any further spread of infection. The old components were removed safely and new components were put in after thorough debridement. Pathology only showed 1 white cell per high powered field. Doi: two weeks ago, dor: (B)(6) 2020, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: removed patient harm infection as specified from the receipt of additional information that there was no evident presence of gross infection. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the doctor specified there was no evident presence of gross infection. He believed it was strictly superficial but decided not to take any risks and swapped out the poly/femoral head. The labs also confirmed minimal white cells per high powered field.